Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2022. During the procedure, the hood with the touchscreen assembly was broken accidentally. The procedure was unable to be completed due to this event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.